Manufacturer narrative:
It was initially reported, the device's display board and interface cable were replaced to address the issue. Only the display board was replaced to address the issue, the interface cable was not replaced.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen was blank. The device's display board and interface cable were replaced to address the issue.